Event description:
User reportedly received results of 315 mg/dl and 158 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.